Manufacturer narrative:
Patient medications: aspirin, clopidogrel, heparin, acetaminophen, apixaban, enoxaparin, oxycodone and hydrocodone/acetaminophen combination product. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia.

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprosthesis stent graft contralateral leg component and a gore® excluder® iliac branch endoprosthesis down the left side. The patient was also implanted gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2022, patient presented with lower left extremity ischemia. On (B)(6) 2022, there was a reintervention in which the following occurred: left common femoral artery (cfa) cutdown, superficial femoral artery (sfa) and profunda thrombectomy, below the knee-pop cutdown, endarterectomy of tibioperoneal trunk with patch angioplasty, pop aneurysm ligation, femoral to tibioperoneal trunk bypass within situ the great saphenous vein (gsv). Adverse event outcome, the patient recovered.

Manufacturer narrative:
Correction this medwatch will be retracted, as there is no product problem or deficiency caused or contributed to an adverse event/incident for the patient on these devices.